Event description:
The device had been explanted on 4/28/95. Upon removal, the device catheter was discovered to have fractured and traveled into the right ventricle. Pt was sent to the facility's cardiac cath lab for removal of the device catheter segment. The device was stated to have been implanted on 5/20/93, with the subclavian vein, for use in the pt's therapy. The facility's policy will not allow for release of the device for analysis.